Event description:
In 01/2000, the pt was seen at the implant center for a routine device evaluation. At that time, it was noted that there was irritation at the eardrum with herpes simplex at the lip. Five days later, the pt was admitted to a hospital with a high fever. The treating physician noted that it was pneumonia resulting in meningitis, probably bloodborne transmitted via lungs. A lumbar puncture confirmed the diagnosis of meningitis.